Event description:
Reporter indicated that his vns therapy handheld computer was malfunctioning. He stated, that when "he attempted to interrogate, the screen would freeze up and not show him the parameters." Troubleshooting did not resolve the issue. Handheld computer and 7.1 programming software returned for prod analysis. It was found that "the reported complaint could not be duplicated with the system in its 'as rec'd' condition. The flashcard and software performed according to specs. It was identified that under certain conditions the hhd can freeze after an interrogation is performed. After the anomaly was induced by creating the specific conditions, the reported complaint was verified.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.